Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and check settings alarm. Customer's blood glucose level was 485 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised the check settings alarm occurred during the first rewind. Customer was advised to monitor the insulin pump and call back if issues persist.